Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while monitoring the heart rhythm of a patient (age & gender unknown), the device inappropriately shut down when a button was pressed. The device was re-powered manually. Complainant indicated that the patient coded and the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and we confirmed the soft reset at cold start when pressing the wave 2 soft key within a few seconds of the power up sequence on rare occasions. It was concluded the identified anomaly presents low risk as it only occurs during power up (cold start) under specific circumstances and recovers within a few seconds without user intervention. The device was recertified and returned to the customer for clinical use. No trend is associated with reports of this type.